Event description:
Our (B)(4) affiliate reports they were contacted by a pt who reported he/she couldn't open the os and had a discharge in that eye. The pt was seen at an eye clinic on (B)(6)2010 and was diagnosed with corneal ulcer. The pt reported, he/she was prescribed eye drops and oral medicine. On (B)(6)2010, the pt was contacted for follow-up info and reported that he/she had symptoms in the os and the od was fine. The pt was initially instructed to discontinue contact lens (cl) wear until the pt recovered. Two or 3 days after the initial visit to the eye clinic, the pt reportedly could not open the os and the pt sought treatment at a different clinic. There, the pt was treated with "about 5 different medications" and the pt was continuing to take those medications at the time of the call. The pt visited the second eye clinic twice, and latest visit was in (B)(6), but the pt did not know the date. The pt will return to the second clinic for a follow-up visit. The pt reported that he/she was able to open the os, but the pt developed redness os if the eye was open for a "long time." The product was requested from the pt. The second clinic the pt was treated at was contacted, on (B)(6)2010; the ecp reported, the pt was initially seen on (B)(6)2010. The pt was diagnosed with a corneal ulcer and iritis os. The pt returned for follow-up on (B)(6)2010 and the ecp noted the pt had recovered from the injury. It was unk if this event was related cl wear. The ecp would provide no additional info without written consent from the pt. A consent form had been sent to the pt. No additional info is available at this time. The product has not been received and the lot number is unk at this time. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
Note: narafilcon-a product is not marketed in the u.s.